Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator alarmed for a battery failure. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the battery replaced and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.